Manufacturer narrative:
MFR will monitor this issue through trending. The device has not been returned for eval. No results are available at this time.

Event description:
Customer reported that during installation of a clip, the applier broke. Another device was used to complete the procedure, no adverse outcome to pt.